Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2121 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched from the bipolar to the unipolar configuration. It was noted that the rv pace impedance was fairly steady until approximately five months ago when it began to gradually rise until reaching the high out of range measurement. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there are no stored episodes showing rv lead noise, but the rv threshold measurement is also on the high side. In addition, it was noted that there were many right ventricular auto threshold (rvat) test episodes since implant but there has been a recent gap in successful rvat episodes for the past three months. The patient was noted to only receive rv pace therapy 5% of the time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2121 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched from the bipolar to the unipolar configuration. It was noted that the rv pace impedance was fairly steady until approximately five months ago when it began to gradually rise until reaching the high out of range measurement. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there are no stored episodes showing rv lead noise, but the rv threshold measurement is also on the high side. In addition, it was noted that there were many right ventricular auto threshold (rvat) test episodes since implant but there has been a recent gap in successful rvat episodes for the past three months. The patient was noted to only receive rv pace therapy 5% of the time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead pace impedance remains high out of range with current measurement of 2826 ohms in the bipolar configuration and 538 ohms to 2800 ohms in the unipolar configuration. It was also noted there was noise observed with isometric testing in both the bipolar and unipolar configurations. In addition, there was no capture observed in the bipolar configuration and a high threshold measurement of 3.3 volts in the unipolar configuration. The boston scientific field representative indicated they will discuss a possible rv lead revision with the following physician. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2121 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched from the bipolar to the unipolar configuration. It was noted that the rv pace impedance was fairly steady until approximately five months ago when it began to gradually rise until reaching the high out of range measurement. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that there are no stored episodes showing rv lead noise, but the rv threshold measurement is also on the high side. In addition, it was noted that there were many right ventricular auto threshold (rvat) test episodes since implant but there has been a recent gap in successful rvat episodes for the past three months. The patient was noted to only receive rv pace therapy 5% of the time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead pace impedance remains high out of range with current measurement of 2826 ohms in the bipolar configuration and 538 ohms to 2800 ohms in the unipolar configuration. It was also noted there was noise observed with isometric testing in both the bipolar and unipolar configurations. In addition, there was no capture observed in the bipolar configuration and a high threshold measurement of 3.3 volts in the unipolar configuration. The boston scientific field representative indicated they will discuss a possible rv lead revision with the following physician. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.